Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the reported issue. It was not possible to boot up the mobile view station (mvs). The representative opened the back door and found the 10a fuse was blown. The representative replaced the fuse, checked the cable and the fuse base. The system booted up. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation. .

Event description:
A site representative reported that outside of a procedure, the imaging system could not boot up. There was no patient present when this issue was identified.